Manufacturer narrative:
The full lead was returned for analysis. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead was attempted but not used during the implant procedure. Shortly after placement the lead dislodged. The lead was repositioned but the helix would not extend after several turns. The lead was removed and it was confirmed that the helix would not extend. The lead was replaced. No patient complications have been reported as a result of this event.